Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter resynchronization therapy-defibrillator, (B)(6) 2013; 694765 implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was noise on the atrial and svc (superior vena cava) coil channels. The physician believed that the noise was muscle potential present in the svc to can vector. It was also reported that the lv (left ventricular) lead moved and capture could not be obtained. The lv lead was explanted and replaced, and the rv (right ventricular) and atrial leads remain in use. No patient complications have been reported as a result of this event.